Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads come off while brushing; brush head comes up half an inch off. The blue base; brush wiggles up and becomes loose [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that her whole family uses the oral-b triumph professional care rechargeable toothbrush, and their oral-b sensitive brushheads were starting to slip off while brushing. No symptoms developed. On (B)(6) 2015 received follow-up: the consumer reported that the brush heads go on tightly, but comes off as she brushes her teeth. She stated the brush head comes up half an inch off the blue base, and this happened with multiple packages. The tooth brush handle had been in use for a little over a year. No symptoms developed. On (B)(6) 2015 received follow-up: the consumer reported that the whole brush wiggles from the steel post, and it wiggles up and becomes loose. The brush head goes on tightly, but it comes off as she brushes her teeth. The brush head comes up half an inch off the blue base. No symptoms developed.

Manufacturer narrative:
19-oct-2015 product investigation results: reporter returned oral-b brush handle with brush heads. The analysis of the returned product did not indicate any manufacturing or design issue.

Event description:
Heads come off while brushing; brush head comes up half an inch off the blue base; brush wiggles up and becomes loose [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that her whole family uses the oral-b triumph professional care rechargeable toothbrush, and their oral-b sensitive brushheads were starting to slip off while brushing. No symptoms developed. 25-aug-2015 received follow-up: the consumer reported that the brush heads go on tightly, but comes off as she brushes her teeth. She stated the brush head comes up half an inch off the blue base, and this happened with multiple packages. The tooth brush handle had been in use for a little over a year. No symptoms developed. 18-sep-2015 received follow-up: the consumer reported that the whole brush wiggles from the steel post, and it wiggles up and becomes loose. The brush head goes on tightly, but it comes off as she brushes her teeth. The brush head comes up half an inch off the blue base. No symptoms developed.